Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once by an experienced valve loader and the load was confirmed visually, tactilely and with fluoroscopic imaging. No misload was reported. The valve was fully deployed. Following the deployment an infold was reported. The nose cone was removed without any impact to the valve. Due to the valve infold, balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) balloon. Upon insertion of the balloon, the balloon dislodged the valve into the left ventricle (lv) causing severe aortic central regurgitation and severe paravalvular leak (pvl). The valve was snared and re-positioned in annulus correctly. The infold remained therefore a bav (25mm balloon) was performed twice and the infold was resolved. It was reported that the patient had leaflet calcification and minimal tortuosity. When removing the balloon, the balloon caused the valve to dislodge to the ascending aorta. The valve was snared and positioned to insure coronary flow. A second non-medronic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic for review. The photo clips provided to this file do confirm that on load check under fluoroscopic inspection an overlap was present but not past the 4th node. The other pictures note a constrained valve at 80% deployment and infolding the entire length of the valve. More photos in the file note a post-implant balloon aortic valvuloplasty (bav) and a deep implant as well as a picture with the valve in the ascending aorta. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (i.e., calcification level and location, left ventricular outflow tract (lvot) anomalies, bicuspid valve, etc.) And procedural factors (valve sizing, bav, loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or deployment process, the struts may cross over and catch on each other which in some cases potentially can cause crown overlap or infolding. Per the image review, the infold was confirmed. It was reported that the patient had leaflet calcification, therefore patient anatomy may play a role in this event. Due to the valve infold, a post-implant bav was performed using a 25 mm balloon. Upon insertion of the balloon, the balloon dislodged the valve into the left ventricle (lv) causing severe aortic central regurgitation and severe paravalvular leak (pvl). Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak/central aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl and the aortic regurgitation (ar) was caused by the dislodged valve, ending in a suboptimal position (deep) as it was noted in the image review. A second post bav was performed resolving the infold. When removing the balloon, the balloon caused the valve to dislodge into the ascending aorta. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." The valve was snared and positioned to insure coronary flow. A second non-medtronic valve was implanted successfully. The evolut system IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 - eval method codes, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.